Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was a saturated sieve bed. Additional malfunctions were leaking product tank, hose clamps, tie wraps and the 4 way valve has improper switching.